Event description:
It was reported that the transfer set disconnected from the titanium adapter that was installed on the patient. The disconnection occurred during use. There was no patient injury or adverse event associated with this report. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, the reported issue could not be confirmed and the cause could not be determined. A review of all batch record documents was performed for lot number h12i06079 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. Same patient as (B)(4).